Event description:
It was reported that during the superion indirect decompression system implant procedure the spindle cap portion of the spacer implant broke during the sagittal arc. The broken implant was replaced, and the procedure was completed successfully.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and discovered severe abrasion on the mating surface of the actuator. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states do not force deployment or implant breakage or damage to bony structures may result, and should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy, e.g., lamina, hypertrophic spinous process, and, or suboptimal implant positioning. Do not attempt to manipulate the position of the device by gear-shifting the inserter, i.e., gross cranial, caudal, lateral articulation, fig. 8h, as the mechanical advantage or leverage provided by the length of the inserter may be sufficient to damage the implant or surrounding anatomy. Deformation, breakage or disassembly of the implant, and spinous process fracture. These are all known risks associated with the use of lumbar spine implants and associated instruments.

Event description:
It was reported that during the superion indirect decompression system implant procedure the spindle cap portion of the spacer implant broke during the sagittal arc. The broken implant was replaced, and the procedure was completed successfully.